Event description:
It was reported to tyko/kendall healthcare that a customer had a problem with the 30g short dental needle. The customer reports "the needle separated from the hub when they were injecting in the patient's mouth. The needle was removed from the patient's mouth in the dental office."

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.